Manufacturer narrative:
A field service engineer (fse) was dispatched who repaired the peek tubing from the preheater to the filter, and placed a new filter. Subsequent device pressures were normal, and qc & patient samples ran without issue. No further action was required by field service. The most probable cause of the reported event was due to peek tubing from preheater to filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported difficulty connecting the tubing to the top of the filter with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results